Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a surgical procedure that the nir handheld camera was being used as a light source. After use, the camera was laid on draping and a hole was burned through it. The procedure was completed, with no reports of patient injury. Intuitive followed up with the customer and received the following additional information: it is believed that the issue occurred during a robo tah procedure. There was no harm to the patient at all. The customer placed a covering over the hole in the drape and performed the rest of the case without incident. The metal part of the light cord was still very hot at the end of the procedure, even after it was turned off and disconnected from the laparoscopic scope.